Event description:
It was reported that during a polypectomy procedure the snare became stuck on a polyp. During the polypectomy procedure, the snare was used to capture a "large" cecal polyp. The snare was partially closed down on the polyp and would not close any further. The cautery portion of the device "did not seem to be active" to help cut the polyp. After 45 minutes of attempts, another surgeon was brought in to assist. The polyp finally broke loose. Upon removal, the snare wire was found to be frayed and the plastic sheath was buckled. It was reported that tortuous anatomy may have contributed to the procedural difficulties. The pt was reported to be stable post procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.